Event description:
The lay user/patient contacted lifescan alleging the meter owner's booklet in english was missing. There were no allegations of harm or injury. Replacement products were sent to the patient.